Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cleaning was performed without disassembling the parts into four parts of forceps/irrigation plug, approximately six years. The issue occurred during maintenance. There were no reports of patient harm.

Event description:
It was reported that the cleaning was performed without disassembling the parts into four parts of forceps/irrigation plug, approximately six years. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction, and the results of the final investigation. Corrected fields: h6 (added (B)(6)), h7, h9. The device was not returned to olympus for inspection and the reported failure was confirmed based on the device analysis from rrc. A definitive root cause could not be identified. The event can be prevented by following the instructions for use which state: forceps/irrigation plug (isolated type) maj-891 section "8.3 disassembling the forceps/irrigation plug" an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.